Event description:
Underdelivery during manufacturing testing. Pump had been received in the customer's biomedical engineering department due to the pump alarming when it was powered off and unplugged. There was no tracking information available including patient, nurse, or event location. There was no reported adverse patient event.